Event description:
The pt was treated with penumbra system 054. The procedural report for the pt indicated that the pt experienced a flow-limiting vasospasm during the procedure in the m2-m3 junction and was given 4 mg of nicardipine for treatment. The event was reported as related to the penumbra system. This MDR is associated with MDR 3005168196-2010-00586.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complications. This info was collected during the review of data from penumbra pics post-market trial.